Event description:
It was reported that stent was difficult to view under fluoroscopy and thus was difficult to deploy. The target lesion was located in the severely tortuous and moderately calcified iliac artery. A 12x60x120 epic stent was advanced for treatment. However, during deployment, the stent strut was not visible in the fluoroscopy, and it was noted that the stent was not deployed well. Eventually, the stent was successfully implanted and the procedure was completed. There were no patient complications nor injuries reported and the patient was good and stable post procedure.